Event description:
The hcp reported that the patient had been doing fine up until a couple of weeks ago at which point the patient's wife reported that the patient was demonstrating symptoms consistent with intermittent withdrawal. No symptoms were reported. Due to the age of the pump and concerns of rotor stall, the pump was replaced. The hcp reported the patient outcome as "no injury". The pump was used to deliver infumorph.